Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/05/2017 with the following findings: the battery compartment was cracked near the top left and lower right corner of the grip pad. The display was dim and pink. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the display was dim and pink. This report is made based on results of investigation completed on 09/05/2017.